Event description:
It was reported that this left ventricular (lv) lead was broke off. This lv lead was explanted, and the tip and 2 inches of the lead remains implanted. A new lead was implanted. No additional adverse patient effects were reported.